Event description:
The lumbar drain was placed in 2004 at around 11am. Approximately four to five hours later the drainage system was noted to have come apart at the stopcock area. This was rectified by the use of adhesive tape. The system is still in place and is functional as of today four days later. Once it is discontinued, the drainage system will be returned for evaluation. The patient was placed on prophalactic antibiotics as per hospital policy. This device is part of the integral lumbar drainage set (910-420) which includes the catheter and drainage bag. Additional information was received three days later, although the patient was placed on prophalactic antibiotics, the patient developed infection. The infection was identified as "critical value, gram positive cocci in change resembling streptococcus". The lumbar drain will be returned for evaluation.

Manufacturer narrative:
To date the device has not been returned for eval, therefore, a visual or mechanical inspection could not be conducted. A reivew of the product shows that the joints are friction fit and not solvent bonded,. This is designed to be able to meet hospital requirements of an interchangeable system.